Event description:
The customer reports the sys would not expose. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.